Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not working. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the touchscreen was not working. The unit was picked up from respiratory by a philips biomed. The philips biomed then removed debris from between the screen and plastic around the screen. The philips biomed confirmed the touchscreen was working after the removal of the debris. The philips biomed removed debris between the screen and plastic around the screen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.